Event description:
A mayfield skull clamp was being applied and clamped down for a stereotactic brain biopsy when the arm that holds the two pins came apart in the surgeon's hand. The procedure was delayed 20 minutes as a result of this event. There was no injury as a result of this event. Codman disposable adult pins were being used during the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.